Event description:
As reported, a laparoscopic femoral and umbilical hernia repair was performed using the capsure fixation device. Per information reported, no fasteners were dispensed initially when the device failed to function properly. When the device did work, it dispensed two fasteners simultaneously. The specific procedure during which the issue occurred and whether the fasteners were left in place were unknown. The device was discarded and the procedure was completed successfully using a new capsure device. There was no patient injury.

Manufacturer narrative:
As reported, capsure fasteners results in unintended ejection. Based on the information provided and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.